Manufacturer narrative:
Please disregard code on initial report. The customer¿s report of smoke was not replicated but the investigation confirmed the presence of thermal damage at the iui connectors. The log analysis showed that two pump modules were actively infusing at the time and the infusions were stopped as a result of the thermal incident due to a loss of power at the modules. Visual inspection of the suspect pump module showed thermal damage that created deformation to the plastic at the right iui interface. No issues were observed with the exposed iui circuit board. The right iui was received in a bag and had thermal damage at pins 13/14 and some corrosion/contamination on the top portions of a few pins. The connector had a date code 1106. Inspection of the pcu showed fluid ingress inside at the ground tail connection for the keypad and at its base. It could not be confirmed if this was associated with the thermal incident. The pcu display and power supply board were found to be defective and are suspected to have been damaged from the pcu having been left on for approximately 6 hours after the thermal incident. Temporary replacement of the affected iui connectors resulted in no reoccurrence of thermal activity. The probable cause for the reported smoke is the thermally damaged right iui connector on the pump module. The root cause for the thermal event is not known.

Event description:
The customer reported smoke coming from pcu left iui and 8100 right iui when in a patient's room. It is unknown if the pump was infusing but the unit was unplugged when discovered. There was no patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported smoke coming from pcu left iui and 8100 right iui when in a patient's room. It is unknown if the pump was infusing but the unit was unplugged when discovered. There was no patient harm.